Manufacturer narrative:
This report is being filed to provide corrected information in. Corrected investigation: we received the set returned from the customer for evaluation. We received one set of the leukocyte reduction filter and the red blood cell storage bag. The filter was rinsed with normal saline. The normal saline flowed through the filter of at a flow rate of 25 ml/min, which was not so slow. We disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. We did not observe aggregates adhered to the filter media. An air leak test was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. I) the tab sheet covering the outflow side (second side) of the filter is cut out carefully and exposed the outflow side to allow observing the frame sheet (partition) directly. Ii) air is admitted to the filter from the inflow-side tube at a gauge pressure of 39.2 kpa (0.4 kgf/cm2) for approximately 10 seconds in order to check whether there is any air leakage from the frame sheet (partition). After passing normal saline through the filter, we dyed the filter media with toluidine blue for observation. We noticed that the fourth and fifth filter media were dyed dark, that is, white blood cells were accumulated in these dyed areas. Investigation: in regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Regarding the lot number in question, we reviewed whether there had been any complaints reported by other customers. The results revealed that complaints against leukoreduction failure associated with this lot number had not been reported by any other customers as of november 3, 2022. Corrected root cause: we did not observe any abnormalities in the filter returned from the customer. We noticed that the fourth and fifth filter media were dyed dark with toluidine blue. Therefore, occlusion may have occurred, and blood may have been filtered by the filter area that was smaller than usual, and the linear speed (flow rate per unit area) increased, and then the leukoreduction failures (elevated wbc counts) occurred.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
Investigation: the set concerned has not yet been provided for evaluation. We therefore conducted investigations based on the provided information. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Regarding the lot number in question, we reviewed whether there had been any complaints reported by other customers. The results revealed that complaints against leukoreduction failure associated with this lot number had not been reported by any other customers as of (B)(6) 2022. Root cause: we reviewed the manufacturing record and the testing and inspection record of the lot number concerned; however, we did not find any abnormalities and we were not able to identify the cause of the issue. Leukoreduction failure is commonly caused by the following factors: 1) blood characteristics of donors there is a possibility of leukoreduction failure due to blood characteristics of donors. 2) pressure loaded on filter membranes for some reason, where a physical stress on filter membranes is greater than what is expected, trapped white blood cells are pushed out of the filter membranes and may result in leukoreduction failure. For the prevention of leukoreduction failure, the instructions for use (IFU) of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and ¿clamp the blood filled tubing before blood enters the filter¿. We confirmed in some complaints previously reported that the following cases caused leukoreduction failure. - blood was filtered within 30 minutes after blood collection. - the tube below the filter was not clamped before blood flowed into the filter when expelling air.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. Donor unit #: w139522001477 there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.